Manufacturer narrative:
(B)(4). Eval, results: endoleak. Cause of the endoleak could not be determined. Eval, conclusion: cause of the endoleak could not be determined.

Event description:
An endurant abdominal stent graft system was implanted in a pt for the endovascular treatment of a saccular 5.4 cm in diameter abdominal aortic aneurysm. The aortic neck is 23 - 25 mm in diameter and 4 cm long without angulation or calcification. The iliacs are 14 - 15 mm in diameter on the right and ectatic with a diameter of 17 - 21 mm on the left. It was reported that at the end of the procedure, an endoleak was evident between the stent graft bifurcation and the contralateral gate. The stent was ballooned; however, the endoleak was still present. Fixed imaging was used during the procedure, and ballooning was not aggressive at any time. The physician determined the endoleak was a type iii endoleak and relined both limbs with additional endurant stent grafts; however, as the area of the endoleak was not covered, the endoleak remained. The decision was made to not intervene any further but to monitor the pt. No additional clinical sequelae were reported, and the pt is fine. An internal review of cine images at the time of implant show what appears to be a type IV endoleak on both the left side and right hip of the bifurcated stent graft; however, a type iii fabric endoleak or an additional type ii endoleak cannot be ruled out.